Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent charging issues were experienced with the pump battery, despite the use of multiples usb cables. Customer¿s blood glucose level was 118 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.